Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's healthcare provider input the incorrect settings which resulted in low blood glucose (bg) level of 40 mg/dl. Carbohydrates were consumed to treat bg. Upon follow up, customer reported that the nurse practitioner assisted customer with adjusting settings. Customer declined to provide further information.